Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, a patient reported their device stopped working last year, in (B)(6) 2015. The patient charged successfully in (B)(6) 2015. At the beginning of (B)(6) 2015, the recharger would not connect and the patient was unable to charge. The recharger shows reposition antenna screen and the patient programmer showed her battery. It was reviewed that the device was likely to be in overdischarge. No patient symptoms were reported. The patient was redirected to their healthcare provider. The indication for implant was chronic low back pain and spinal pain. On 2018-07-26, additional information was received reiterating their previous report regarding the ins not charging. The patient stated they were seeing the reposition antenna screen. The patient stated in june, three years ago, while they were on a trip they saw the ins battery was charging and was halfway full, but the ins wouldn¿t turn on. The patient stated the ins wasn¿t charging and hasn¿t been working since. They stated it was not functioning and needed to be turned back on. The patient stated the last time the patient charged their device was a couple of years ago. The patient stated after they charge the ins they called their healthcare provider (hcp) and were told the patient wasn¿t in their system to be seen by the doctor. The patient stated they needed and hcp listing so they could meet with someone to have their device checked. Patient services reviewed information regarding their device being possibly in an overdischarged state and mentioned the device may need to be jumpstarted. Patient services reviewed the patient could cont act their hcp to set up a visit with a rep to check the patient¿s device. The ins longevity was review. No further complications were reported/anticipated.

Manufacturer narrative:
Patient code c76143 no longer applies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain and chronic low back pain reported that as of (B)(6) 2017 at 6:30 a.m. They noticed they couldn't get out of bed, couldn¿t roll over in bed, couldn¿t walk, and were in severe pain. As a result the consumer went to the hospital because they thought the pain may be caused by the physical placement of the implant due to pain at the implant site and below, but they also thought the pain might be because they needed the implant turned back on. On 2017-02-28, no additional information was received. The healthcare provider indicated that the patient has not been seen since (B)(6) 2014. On 2018-07-26, additional information was received from the patient reporting that the patient was in pain that was random and like a sharp stabbing pain near the device. The patient mentioned having pain near the device in their previous call. The patient stated they felt like the pain was due to the ins being in the patient¿s body just sitting there. The patient stated they didn¿t know an exact date the pain started, but the pain had been there throughout the year. The patient also mentioned the severe pain that was noted in their previous call. The patient stated that the ins was implanted for the patient¿s leg pain. No further complications were reported/anticipated. On 2018-sep-10, additional information was received from the patient reporting that circumstances that led to the sharp stabbing pain near the device was the patient stated "they got stabbing pain now and again". They stated that it could happen when they were walking or laying down. They thought it was from the device not working. It was reported that the steps taken to resolve the sharp stabbing pain near the device was the patient's husband would rub the patient's back, near their device and they would take medicine. It was stated that the sharp stabbing pain near the device was not fully resolved. They stated they hoped when they get to meet with someone they could turn it back on it would resolve this. The patient stated that they weighed 160 pounds in 2013 and weighs 195 pounds now. No further complications were reported/anticipated. Additional information was received from the patient reporting that the patient was honestly not sure what the circumstances were that led to the ins not turning on three years ago when the ins battery was charging and was halfway full but wouldn¿t turn on. They stated they turned it off to go to mexico for a trip, then it never turned back on. They stated they called the doctor¿s office and they said they couldn¿t do anything. They also stated they called the manufacturer and they hopped to get it turned back on. The issue was not resolved. The patient also indicated that they recently had gotten married and their last name had changed. No further complications were reported/anticipated. Merged file to (B)(4) as patient stated they thought their sharp stabbing pain near the device was due to the device not working captured in pe (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.